Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. This is a case of in-stent restenosis. The lesion being treated was in a non-bsc stent located in the very tortuous, severely calcified and 90% stenotic right coronary artery. The physician first deployed a non-bsc stent. Then the physician advanced the 4.0x15mm quantum maverick balloon to the stent to post dilate. The balloon was inflated to 18 atms for five seconds on the first inflation and ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. There are no similar complaints related to this manufacturing batch number. The most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.